Event description:
Upon removal of 22 french femoral venous cannula, surgeon noticed tips missing. Upon c-arm x-ray it was discovered that the tip was retained in patient. Surgeon attempted to remove the tip via left femoral incision without success.